Event description:
Pca pump started for a patient in ICU at 21:45. At 04:20 patient's respiratory rate decreased to 8 breaths per minute and on 02 sat of 84%. Pca pump stopped and IV tubing clamped. Several doses of narcan was given to reverse the morphine in the pca pump. An IV team nurse checked the pump and noted the patient received 195mg. Of morphine during the night. The pump was evaluated by the IV team nurse manager and bio-medical department.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.